Event description:
The following has been reported: constant pump error alarm. A preliminary review of the logs was not performed. The device was returned for evaluation. The device was attached to a bracket and powered on, a red pump service alarm was observed after the device powered on. Log files were reviewed to determine the cause of the alarm and multiple air compressor failures were found in the files. The device was opened to inspect for internal damage and perform testing on the pneumatic system. No internal damage was identified. The pneumatic system failed during recharge and hardware testing, indicating an air compressor failure. The air compressor will be replaced during repair before the device is sent to the test line for full functional testing. Reporting as a conservative measure for the air compressor issue identified during investigation. No adverse effects were reported.